Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on proximal conductor(not obstructed) and helix/lobe mechanism. Outer insulation breached cut. Apparent explant damage.

Event description:
It was reported that during implant attempt, there were poor sensing thresholds and high impedance. The lead was not used and was replaced. No patient complications have been reported as a result of this event.